Manufacturer narrative:
UDI #: (B)(4). Event date - (B)(6) 2016 is entered as exact date was not provided only noted as 1 week post op. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity (tls) on both eyes (ou) at four weeks post treatment. Treatment date was (B)(6) 2016. The brief description from the account indicated the patient experienced sensitivity to light at one week post op. It was also reported that topical steroid dosage was increased to resolve symptoms. Bcva from (B)(6) 2016. Right eye pre-op 20/20 -.50 x -1.00 x 110, left eye pre-op 20/20 -.50 x -.50 x 83.